Manufacturer narrative:
Concomitant medical products: w4tr01 ipg, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had pulled back some time after the end of the procedure. The next morning, the lead was noted to have intermittent capture and non-capture with high thresholds. An x-ray showed that the lead had pulled back. The lead was repositioned two days later and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the day after the lead was repositioned, the lead polarity was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had dislodged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.